Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 600 mg/dl. Manual insulin injection addressed bg. Technical support made several attempts to contact the patient but did not receive a response. No additional product or event information is available.